Event description:
It was reported that the programmer displays an error over and over. The field representative could not turn on the programmer anymore. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced. It was also noted that the flex cable was damaged, the media door was damaged, and the power bay assembly was damaged. (B)(4).